Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, a number of non-sustained ventricular tachycardia episodes were stored over the past six months. The episodes noted noise on the right ventricular pace and shock channel. The noise resulted in two to three seconds of asystole in this pacemaker dependent patient. The patient did not report and symptoms. Tachy therapy was programmed off while the physician contemplates a lead revision procedure. The device and right ventricular lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.